Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is not switching on. Upon triage it was noted that there were signs of burning on the power supply.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿unit is not switching on¿. Visual inspection was conducted based off photos. The line capacitor on the power board appeared to be damaged by a transient voltage. The potential root causes are the use of an unauthorized or damaged power cord by the user and a possibly defective component. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.